Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, for the last few weeks, she has been getting a low battery alerts and has been putting in new batteries. Then two hours later, she said the pump would alert her to change the battery and then go blank. Her blood glucose was 241 mg/dl. During blank display troubleshooting, the display returned and she received a power loss alarm. During troubleshooting for power loss, it was determined that the pump had been recently stored, not in use for an extended period of time or without a battery for greater than 10 minutes. She was advised that this was normal pump behavior. The customer received a replace battery now alarm. During troubleshooting, she stated that she did not receive a low batter alert prior. The customer stated that this is the second occurrence of the replace battery now alarm without a low battery warning. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. Insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. However, replace battery alarm, replace battery now alarm, power loss and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, missing display window cover, cracked retainer and minor scratched lcd window.